Manufacturer narrative:
Concomitant medical products: nv gxl lnr, +5lat, 36mm g2-52/54mm cups (cat# 136-36-52), alteon 6.5mm screw, 20mm (cat# 180-65-20) , integrip cc, cluster 52mm, g2 (cat# 186-01-52) ,and biolox delta femoral head 36mm od, +0mm (cat# 170-36-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right side tha, this male patient was revised due to osteolysis and the stem was also subsided. Patient received depuy implants. There was no breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The devices are not available for evaluation due to hospital keep the implants.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g6, h2, h3, h4 and h6 have been updated accordingly. (H3) the revision reported was likely the result of osteolysis and femoral stem subsidence, which may have been due to an under sized femoral stem for the patient¿s anatomy/femoral bone or insufficient bony support for the femoral stem. However, this cannot be confirmed as the explants were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "femoral stem subsidence¿ is associated with a femoral stem that subsides into the prepared femoral canal further than expected. This can occur during implantation or post-operatively. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.